Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable assembly and the nut block holding on the x-ray tube cover were replaced. The system operates as intended.

Event description:
The customer reported the high voltage cable was frayed on the 9800 system. No patient injury was reported.